Event description:
The customer's mother reported that the customer's blood glucose reached 455 mg/dl and that the needle never retracted.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the. Lot qualification records were reviewed and the product lot met all acceptance criteria.